Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side "possible rupture" "hardness of breast" "sensation of it being larger" "small locules of fluid seen within the breast" "small amount of fluid surrounding the right breast" "pain and discomfort". Healthcare professional reported capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained on this report was previously submitted through psr on 22/apr/19. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, brown particles, wear abrasion. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed. The event of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: possible rupture" "hardness of breast" "sensation of it being larger" "small locules of fluid seen within the breast" "small amount of fluid surrounding the right breast" "pain and discomfort" and capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side "possible rupture" "hardness of breast" "sensation of it being larger" "small locules of fluid seen within the breast" "small amount of fluid surrounding the right breast" "pain and discomfort". Healthcare professional reported capsular contracture baker grade iii. Device was explanted.